Event description:
It was reported via repair work order that the nurse call function did not operate from the side rails do to the dip switches not being set up properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.